Event description:
It was reported that the pump unexpectedly displayed the reset screen. There was no adverse impact to the customer¿s blood glucose level. The customer, after being informed that this was a built-in safety feature, manually restarted the cgm sessions and reloaded the cartridge. They acknowledged the procedure required after such a reset and successfully resumed insulin therapy.